Event description:
Approximately twenty minutes into hyperbaric treatment, the ventilator stopped working when switching from breathing air to 100% oxygen. Alarms sounded on the cardiac monitor. The ventilation rate was noted at six. Emergency decompression of hyperbaric chamber initiated and physician notified. Upon opening of chamber door, the patient was immediately placed on ambu bag by respiratory technician.